Manufacturer narrative:
H11: corrective data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted. All pertinent information available to edwards lifesciences has been submitted.

Event description:
It was reported that an unknown 21mm perimount aortic valve was disabled via a valve-in-valve procedure after an implant duration of 21 years, four months due to calcification. The patient presented with shortness of breath, and dizziness. A 9755rsl 23mm transcatheter valve was successfully implanted, and patient was stable post procedure.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that an unknown model 21mm perimount aortic valve was disabled via a valve-in-valve procedure after an unknown implant duration due to unknown reasons. A 9755rsl 23mm transcatheter valve was successfully implanted.